Manufacturer narrative:
Additional products: 1104, implanted: (B)(6) 2014, serial number: unknown, expiration date: unknown, UDI#: asku, mfg date: unknown. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the biventricular (bv) patient had a transient ischemic attack (tia). The ventricular assist devices (vads) remain in use. The patient is a participant in the bvr2 clinical study. No further patient complications have been reported as a result of this event.